Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing difficulty to connect during use. The following has been provided by the initial reporter: difficulty to connect. The bd plastipak 20ml syringe has difficulty threading the polyphix.

Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The retain samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty to attach the equipment to the syringe. We evaluated the press and the mold, and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing difficulty to connect during use. The following has been provided by the initial reporter: difficulty to connect. The bd plastipak 20ml syringe has difficulty threading the polyphix.